Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I es (tropies) result was obtained when a single patient sample was tested using vitros tropies lot 6185 on a vitros xt 7600 integrated system. A definitive assignable cause could not be determined. Reported qc fluid performance indicates a vitros tropi es lot 6168 performance issue is not a likely contributor to the event. Additionally, continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros product tropies, lot 6185. An instrument issue cannot be ruled out as a contributor to the event, as no within-run diagnostic precision testing was conducted to verify the performance of the vitros xt 7600 integrated system. However, there was no evidence of an instrument malfunction and reported qc performance was acceptable leading up to the event. In addition, pre-analytical sample processing could not be ruled out as a contributing factor, as it was determined the customer was not following the sample collection device manufacture's recommendation for sample centrifugation and cellular debris, due to poor sample preparation, was likely present in the affected sample, although this could not be confirmed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a non-reproducible, higher than expected troponin I es (tropies) result was obtained when a single patient sample was tested using vitros tropies lot 6185 on a vitros xt 7600 integrated system. Patient 1 result of 0.156 ng/ml versus the expected result of 0.025 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected vitros tropies result was reported from the laboratory, however, a corrected report documenting the result of 0.025 ng/ml was later released and no treatment was altered, initiated or stopped based on the reported result. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).